Event description:
The customer reported there were black spots found on the gel area. The pad was not used. Initial eval of the returned sample found the pad was degraded w/o continuity.

Manufacturer narrative:
(B)(4). The incident device has been rec'd and is under eval. When the device eval is complete a f/u report will be submitted.